Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During a procedure to reposition the lead, the proximal coil became damaged. The physician elected to replace the lead with a lead of the same model.